Manufacturer narrative:
The sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 (ft3) and elecsys ft4 iii (ft4 iii) on a cobas 6000 e 601 module and a cobas 8000 e 602 module compared to the abbott and beckman methods. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The roche results were reported outside of the laboratory. The customer suspects an interference in the patient sample affecting the roche results. The e601 module serial number was (B)(4). The e602 module serial number was not provided.

Manufacturer narrative:
The sample was received for investigation. The customer's elevated ft4 iii and ft3 iii results were reproduced. Upon further investigation, an interfering factor against the ruthenium component of the reagent was detected. This interference caused the high ft4 iii and ft3 iii results and is documented in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A general product problem can be excluded. The investigation did not identify a product problem.